Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "alarm without error message." No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition without its original packaging, decontaminated in a plastic bag. Visual inspection showed no damage, kinks or cuts. The sample was received without the blue clip and with red cap assembled. Functional testing included accuracy testing and the sample passed. The investigation also found that the device was fully priming and connected to the test pump without difficulty, no alarms were activated when the pump was running. Based on the investigation, the complaint allegation was not confirmed.

Event description:
In addition to the alarm with no message, it was reported that the patient changed the batteries and replaced the cassette. Per reporter the pump then exhibited a "no cassette" alarm. It was reported that the patient subsequently placed a new cassette.